Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 320cc, right: 300cc) and experienced bilateral wound infection and right-sided device extrusion postoperatively. The right breast incision opened up on (B)(6) 2021, and the left breast was swollen and experienced discomfort with erythema of the incision. The pathology result indicated positive for pseudomonas. The patient was taking antibiotics and was seeing an infection disease doctor. As a result, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3507320mc, left serial #: (B)(4), right catalog #: 3507300mc, right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided device.